Manufacturer narrative:
H.6 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H.6 investigation conclusion: no samples or photos were returned for analysis.

Event description:
It was reported that the pn 31g 5mm 5b xtw experienced damaged packaging where sterility was compromised. The following information was provided by the initial reporter: transparent film of the individual needle packaging peeled off the aluminum.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device lot #: an invalid lot # of 0350826 was provided by the initial reporter. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pn 31g 5mm 5b xtw experienced damaged packaging where sterility was compromised. The following information was provided by the initial reporter: transparent film of the individual needle packaging peeled off the aluminum.